Event description:
Using saf-t intima sq infusion catheter, noted at initial push of darzalex, tubing leaking at tubing y site. Wrapped with opposite to continue infusion to conclusion. Lot #: 4351793, ref: 383313.